Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, it was reported the patient received inappropriate shocks due to dislodgement of the right ventricular lead. The lead was repositioned and the patient was stable following procedure.